Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. D4: batch # 272a74. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along with the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a pdr surgery and during the pancreas resection, where they were using ec45a, the device stuck and they were not able to finish the resection and even not to open the device. They used some extra device to hit the echelon from the back and then it opened. To finish the surgery they used new echelon gun and then it worked. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Hcp said, that there is no patient consequences, that would be related to this product complaint. Investigation summary: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from the top view with the jaws and trigger in the open position and no reload loaded. The photos 2nd, 4th, 5th shows a tyvek from the top view with lot # v94v8v, exp. Date: 2024-03-31. The third photo shows a label from the top view with product code ec45a, lot # v94v8v, and exp. Date: 2024-03-31. Based on the photos the event described cannot be confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.